Event description:
It was reported via social media that heart failure occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Three days post procedure, the patient was readmitted back into the hospital in heart failure.